Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturing representative (rep) regarding a unresponsive generator being set up for a procedure. It was reported that it was noticed that the system was making weird noises and acting funny. There was fire/arching/smoking from the unit. The fan was cycling and the screen was going dark and then lighting up randomly. It was noted that the generator would flash an error code and then it went away. There was no patient involvement and the contact was transferred to service and repair. Additional information from the rep indicated that there was no error code and no patient injury.